Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a bacterial infection. On the day, the patient had a 40 degree celsius fever and c-reactive protein level increases were also observed. The patient was admitted to the hospital from 29jul2018 to 22mar2019 due to infection. Meticillin--sensitive staphylococcus aureus (mssa) was detected with no clear pocket or driveline infection. Oxygen, antibiotics and vasopressor were administered to the patient and the patient recovered.

Event description:
The patient had positive blood cultures and was in septic shock.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.